Event description:
On (B)(6) 2025, the user reported being woken by a high blood glucose (bg) alert after eating and announcing dinner. A ketone test showed moderate ketones. The agent reviewed the ketone action plan, advised contacting the healthcare provider (hcp), and recommended calling emergency services if symptoms worsened. The user performed a full supply change after an ¿insulin very low¿ alert and discovered a bent cannula. Bg was trending down from 401 mg/dl to 388 mg/dl by the end of the call. The user was advised to retest ketones in 90 minutes and contact their hcp. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected through a supply change. The user's reported symptoms during the event included mild nausea. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.